Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. "We had another mazzero bifuse malfunction and also a trifuse. Trifuse was leaking at same filter location as bifuses. I do not have the product packaging for the trifuse so I am unable to provide a lot number. Please let me know if there is any other information I can provide.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.